Manufacturer narrative:
The device was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, programmed device with multiple boluses and delivered. Observed liquid exit the tubing during the bolus deliveries. The device delivered properly all bolus profiles. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at the test reservoir. No bolus or delivery anomalies noted during testing. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 457mg/dl. Customer agreed to troubleshoot for high readings. Customer's blood glucose value was 457mg/dl at the time of the call. The customer treated with insulin pump. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was advised that insulin pump could be replaced but might now resolve issue. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.